Event description:
Over the past several days we have had in our surgery department 3 instances where conmed bovie pencils stuck in the on position. This situation presents a very dangerous condition for both the patient and the physician. Fortunately nobody was hurt in any of these instanaces. Manufacturer response (as per reporter) for bovie pencil, hand controlled with blade electrode, rocker switch.they are going to evaluate the product.